Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that stated there were no patient symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving fentanyl at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and peripheral neuropathy. It was reported that the pump was alarming or beeping. The patient missed her refill date but the pump did not give off the first alarm. On (B)(6) 2017 at night she got the two tone alarm. The patient went to the healthcare provider (hcp) and they refilled with saline so they could order the fentanyl. The patient stated they told her she was out of fentanyl and should have gone through withdrawal. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that saline was put in the pump until fentanyl was put in a week later. The empty pump issue was resolved.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.